Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging. Review of the system log file confirmed malfunction of system, but the root cause could not be determined. Upon functional testing, fse found that the issue is suspected to hard disk drive (hdd). To resolve this issue, fse replaced hdd and reloaded operating system and application. After replacement of hdd, that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that the system hanged. No harm has been reported to philips. Philips has started an investigation of this complaint.